Event description:
Consumer reporting 1 alleged false positive sars result. The consumer had tested positive for sars 7 days prior and did not expect another positive result. The consumer was asymptomatic. It is unknown if the result was confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.